Event description:
It was reported that the "hub" was leaking only when a connector was applied, the syringe attached directly to the hub did not produce any kind of leaking when flushing. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp1128 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.